Manufacturer narrative:
Part 359.219, lot 7874224: manufacturing site: (B)(4). Release to warehouse date: may 10, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, it was observed that the crossbar component was broken and received disassemble from the device. There were scratches and nicks all over the device but have no impact on the device functionality. No other issues were observed with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an event occurred that involves the insertion handle for the titanium elastic nail with unknown allegation. It is unknown how the issue was discovered. It is unknown if there was patient involvement. Upon visual inspection of the returned device, it was observed that the crossbar component was broken and received disassemble from the device. This report is for an inserter. This is report 1 of 1 for (B)(4).